Event description:
Pt reported experiencing low blood glucose. Patient indicated that paramedics were contacted and when blood glucose was tested, the level had dropped below the reading limit for the glucose meter. Pt indicated that they were given glucose gel and an IV. Patient reported that they were taken to the hospital and by the time of arrival, their blood glucose was 300 mg/dl. Pt's blood glucose was 179 mg/dl at the time of release from the hospital. Patient stated that the day before the event, they went golfing and drank alcohol.